Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent biomet partial knee (oxford) in (B)(6) 2011. Subsequently, the bearing was revised on an unknown date. Patient was told the bearing was quite small, and it was replaced with a thicker one.

Event description:
It was reported that a patient underwent biomet partial knee (oxford) on (B)(6) 2011. Subsequently, the bearing was revised on an unknown date. Patient was told the bearing was quite small, and it was replaced with a thicker one.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: as the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item number and lot number is unknown. A review of the complaint database could not be performed as item number and lot number is unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly CAPA (if applicable): no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : item not returned to manufacturer.